Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The lv impedance measurements were in range. No noise on the lv lead was noted with arm movements and pocket stimulation. Further evaluation was recommended. At this time, this lv remains in service and no adverse patient effects were reported.